Event description:
It was reported that the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system but no conclusion can be drawn as repair information is not available.